Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate, nor could it confirm the reported issue. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab also passed. Intuitive surgical, inc. (Isi) also received the footrest pedal assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿mtm left clutch does not work correctly as well as camera clutch¿. The footrest pedal was analyzed and found the reported failure was replicated and confirmed. The returned footrest pedal was installed to the pca x system and found the left clutch and camera pedal were not working properly when pressed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the finger and camera clutch button was working intermittently. The fse replaced the master tool manipulator (mtm) and the footrest pedal to resolve the issue. The system was tested and was ready for use. Isi has received the footrest pedal, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: a master tool manipulators (mtm) was replaced after it was reported the left clutch was working intermittently and there was non-intuitive motion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
T was reported that during a da vinci-assisted surgical procedure, the surgeon complains that the master tool manipulator (mtm) left clutch was working intermittently and not as well as the camera clutch. They have a secondary surgeon side console (ssc) which worked fine. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the event date was on (B)(6) 2023. The ssc was not used on that date and there was non-intuitive motion.